Event description:
It was reported that the zimmer air dermatome chewed up the skin and would not glide smoothly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. The repair technician reported receiving an air dermatome that was out of calibration on the zero and thirty graft settings. Also the device had a sluggish motor and bearings, a loose and jumping reciprocating arm, damaged hose, damaged control bar, head and width plates, non-zimmer screws, and pin pulling out of the neck. Parts replaced included; ball detent, control bar, neck, seal and retaining ring, swivel, width plates, head, reciprocating arm, bearings, motor, poppet assembly and "o" ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1989. A review of service records show that the device has only received calibration and preventive maintenance service at zimmer osp in 1992. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."